Event description:
In the fall of 2005, I had recurring problems with my eyes including bright redness and discomfort, disallowing my wearing my contacts, and extreme sensitivity to light (and the seeing of halos) necessitating several visits to my eye dr, expenses on my part, fear and pain. Have receipts from 11/21/05 and 12/19/05 from eye dr: 1st dates show decrease of of visual disturbance and migraine syndrome. 2nd shows conjunctivitis and keratitis. Have worn contact lenses for approx 20 years and never experienced any such problems before.